Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, proximal circumflex artery, after several attempts the balance middleweight (bmw) guide wire could not cross the target lesion. It was removed and outside the anatomy it was noted that the tip coils were stretched in the distal portion. A different guide wire was used to complete the procedure without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the guide wire was returned with the shaping ribbon separated.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A supplemental report will be filed with all relevant additional information.